Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the old sensor could not be confirmed due to no response received from the user.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the user's arm on the first attempt.